Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 3 patient samples on a cobas 8000 cobas ise module. For sample 1, the initial na result was 144.0 mmol/l. The sample was repeated and the na result was 149.2 mmol/l. For sample 2, the initial na result was 134.5 mmol/l. The sample was repeated and the na result was 141.6 mmol/l. For sample 3, the initial na result was 133 mmol/l. The sample was repeated on another analyzer and the na result was 139 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) performed intensive cleaning and primed the reagents. The service maintenance actions performed by the fse resolved the issue.